Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing of the device with a blue reload across the stump of the appendix, the device started to fire then stopped and it was difficult to open. The surgeon eventually released the device by continually squeezing the handle and pressing the anvil release button. After it was removed it could be seen there was a partial staple line about half the expected length, but no cut line. There were no issues with staple formation. The same device was loaded with a new blue reload and fired again. The firing was fine, but the device was difficult to open after firing. Eventually the surgeon released the device from the tissue, but then the device was difficult to close when trying to remove it through the trocar. No additional device was needed to complete the procedure. There were no adverse consequences for the patient.